Event description:
It was reported that the actual output rate differed from how the external pulse generator was set. The disposition of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): preliminary analysis was unable to confirm the condition, reported the pacing rate as "ok". Further review prompted a change in the device analysis results.

Event description:
It was reported that the actual output rate differed from how the external pulse generator was set. The disposition of the device is unknown. No patient complications have been reported as a result of this event. It was further reported that the device was returned to the service department.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.